Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 3.9, lab: 2.7. Time between testing was 5 minutes. Therapeutic range is 3.0-4.0.

Manufacturer narrative:
Investigation pending.